Event description:
It was reported of an error code 500.5040 associated with etco2 module and the customer would like to know what the code means. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8300 error code 500.5040. Customer wanted to know what the error code 500.5040 means technical support noted that customer flash 8300 module to correct software version for error code 500.5040. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/27/2010 to the present date 10/09/2020 and note that this device has been returned for service once without correlation to the customer reported issue. Also, there were no production failures indicated on the source device. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported of an error code 500.5040 associated with etco2 module and the customer would like to know what the code means. There was no patient involvement.